Manufacturer narrative:
(B)(4). A device history review could not be conducted since the lot number was not provided. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: during use of capio sutures the small tapercut end of the suture ripped from the suture and probably got caught in sacrospinous ligament. The patient's condition was reported as fine.